Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that a current leakage error was displayed on the carto 3 rmt system and lost ECG signal on the recording system. The cable was exchanged with no resolution. The issue was resolved by exchanging the navistar rmt thermocool electrophysiology catheter. It was noticed that when the catheter was pulled out of the patient¿s body, it was completely fractured with blood backed up into the handle and electronic component of the catheter. The procedure was completed successfully with another like product and there were no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the issue occurred during mapping of the left ventricle, prior to the radio frequency ablation. In addition, images of the reported issue were sent to be review. Due to the fracture and exposure of internal components, this may have a potential risk for the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
(B)(4) during an idiopathic ventricular tachycardia procedure, it was reported that a current leakage error was displayed on the carto 3 rmt system and lost ECG signal on the recording system. The cable was exchanged with no resolution. The issue was resolved by exchanging the navistar rmt thermocool electrophysiology catheter. It was noticed that when the catheter was pulled out of the patient¿s body, it was completely fractured with blood backed up into the handle and electronic component of the catheter. The procedure was completed successfully with another like product and there were no patient consequences. The catheter was visually inspected and the tip was partially separated from the fusing section. It remains unknown how the tip section got separated since all the catheters are inspected before leaving the facility. A review was made with the manufacturing team and no issues were found to the unit that indicated a problem related to manufacturing process. Procedures and equipment were found to be in compliance and associates properly certified. Awareness training was provided to the associates. The returned device was then evaluated for electrical resistance and failed. Further examination revealed that the internal electronics of the catheter were covered with a dark ¿ red material that appears to be human blood, which entered through the fractured area as the customer stated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaints database was reviewed and no other complaints were reported for this lot # 15956758m. The customer complaint was confirmed. However, the root cause of the tip separation remains unknown.

Manufacturer narrative:
The investigation is still in progress. (B)(4).